Event description:
It was reported that the ventilator suddenly exhibited a black screen during use whereupon the users decided to replace the device; patient support was bridged in the meantime with an ambu bag. It was further mentioned that a physician performed "emergency treatment" after the introduction of the alternative ventilation method. Remark: the only source of information is an ufr submitted by the hospital to the national competent authority.

Manufacturer narrative:
The hospital stated in the ufr field "event cause analysis and description: mainboard damaged, device used frequently with signs of aging" and mentioned that the ventilator is back in use after repair. Unfortunately, the repair was performed w/o involvement of or information to the local dräger s&s organization. Dräger reached out to the contact person named in the ufr but no further details could be obtained. Especially, it could not be clarified what exactly was meant with "emergency treatment" and if indeed an injury occurred or not. Dräger derives the following from the ufr: the particular ventilator is a system out of two major components - a ventilator box and a cockpit which incorporates display and user interface. A black screen as reported can mean that solely the display went blacked or that the cockpit performed a reboot which will lead to a black screen for some seconds, while - in both scenarios - the ventilation will be continued. On the other hand, it cannot be excluded that the entire device shut down - the mentioned "mainboard" damage does not help in differentiation since both components cockpit and ventilator box have a pcb with a central processor unit. The provided s/n must be incorrect, but according to manufacturing date, the device was in use for 6.5 years now, state of preventive maintance and repairs is not known. It is further not known how the reported "signs of aging" have to be rated - it is under responsibility and control of the user to inspect the product prior to each use cycle and not to put it into operation if significant deteriorations such as mechanical damages are observed. The manufacturer can ensure that all risk mitigation measures remain effective for the product's useful life under consideration that the product is maintained according to recommendations and that the user fulfills his part in the risk management concept, performs a pre-use check with the device and follows the manufacturer's instructions. Finally, the available information does not allow a reliable conclusion in regard to contributing factors of the observation and if a malfunction has occurred or not. The case is being reported as a serious injury in abundance of caution since the clinical signs and potential health consequences could not be determined.